Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed in the device on the 1st october 2009 and it performed to specification up to the 1st may 2016. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ons two of ten minutes duration were observed in the device memory between the 4th may 2016 and the last log entry on the 3rd june 2016. Investigation found the reported fault can be attributed to membrane failure. The time outs may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button therefore only two ten minute time outs were recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.